Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code e1803 nodule.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, swelling, a lump, inflammation, pimples, and infection, extended beyond the patch perimeter. When the parent noted that the infection site was swollen and contacted the doctor. The doctor recommended to go to the hospital. When the patient was seen at the hospital, the reaction was treated with a prescription of an unspecified oral antibiotic, and procyclin. The indication for the procylin was not known. It was also reported that the patient experienced a hyperglycemia event because of the ongoing skin reaction, but no further details were reported regarding this. There was no report of further medical intervention. At the time of the report the infection was still present with redness and soreness. No additional patient or event information is available.